Manufacturer narrative:
Internal report # (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 453, 337 and 306 mg/dl. The customer's expected fasting blood glucose test result range is 140 - 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 456 mg/dl and 474 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/22/2017 and open vial date is 10/24/2016. The meter memory was reviewed for previous test result history: the 453mg/dl (B)(6) 2016 09:25 pm fasting:yes, the 337mg/dl (B)(6) 2016 05:30 pm fasting:yes, the 306mg/dl (B)(6) 2016 01:38 pm fasting:yes, the 360mg/dl (B)(6) 2016 07:25 am fasting:yes, the 367mg/dl (B)(6) 2016 08:25 pm fasting:yes. Memory concerns:all result listed above. Customer test several times a day.